Event description:
It was reported that the surgeon drilling using a 4.2x320mm drill when the drill bit snapped. Surgeon retrieved the broken drill bit and proceeded to finish the procedure.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The complained drill was documented as faultless prior to distribution. An investigation of the drill was not possible because it is not available; therefore the root cause is unknown. Drills could break in case of high torsion forces in combination with a jammed drill helix. Furthermore high bending forces during drilling could lead to a drill breakage. If a torsion or bending overload occurred in this case could not be determined due to missing information.

Manufacturer narrative:
Device is not available for evaluation. If additional information becomes available, it will be provided on a supplemental report. Device not being returned.

Event description:
It was reported that the surgeon drilling using a 4.2x320mm drill when the drill bit snapped. Surgeon retrieved the broken drill bit and proceeded to finish the procedure.